Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable root cause may include a defective battery or a component failure. The device can feel warm during use, as contained within the IFU, which further states to ensure it is kept away form external heat sources. In the event of a possible malfunction please ensure the device is returned for evaluation. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during npwt, a renasys go felt warm even when not plugged in. Treatment was resumed with a smith and nephew back-up device. Patient was not harmed as consequence of this problem.